Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angioseal vip device pulled out prematurely. The following information was provided by the user facility: during a patient deployment and clipping the device together and pulling the device suture system to pull the collagen plugs together, the device pulled out prematurely and the anchor footplate was not deployed against the artery lumen intima arteriotomy site as planned/expected; they proceeded to manual close without further complications; no part of the device was left in the patient; and there was no harm to the patient.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Device is currently under investigation.

Manufacturer narrative:
One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath, carrier tube assembly, locator and guidewire. The pouch/temperature indicator was also returned. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The sheath/carrier tube assembly had been bent into a shallow u shaped curve. The anchor was visible with its leading leg located approximately even with the sheath tip, consistent with non-deployment. No other visual anomalies were noted. The carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold by 0.08". The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, tamper tube, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. No anomalies were noted during deployment. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.